Event description:
It was reported that the patient underwent a water vapor therapy. The patient visited a different doctor following the water vapor therapy and presented a defect in the posterior portion of his prostate that continued under the bladder. The physician said that the patients bladder neck was contracted. A transurethral resection of the prostate (turp) was performed.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent a water vapor therapy. The patient visited a different doctor following the water vapor therapy and presented a transurethral restriction of the prostate defect that went posteriorly and superior under the bladder. The physician said that the patients bladder neck was contracted. A transurethral resection of the prostate (turp) was performed.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapies, as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.